Event description:
It was reported that the needle was bent. A leveen superslim needle was selected for use in a radio frequency ablation procedure in the liver. During the procedure, it was noted the needle was bent. The procedure was completed with the original device. There were no patient complication.